Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and was difficult to see. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, customer continued using pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen - cracked issue was verified while based on the analysis, the alleged touch screen-unreadable and fill estimate issues could not be verified.